Event description:
The device was connected to the patient for the purpose of routine monitoring. Reportedly, the device indicated low battery after a short period of time, and power to the device shut off soon afterwards.